Event description:
Procedure type: unknown. According to the reporter: while the doctor was passing the needle, it broke in the stomach wall. The needle remained in the stomach wall. There was no blood loss or delay in or time reported. There was no information on any xray that was performed. The needle was not retrieved, no patient injury.